Event description:
Customer was reported being treated by the paramedics due to an insulin reaction. Customer also stated pump had displayed failed battery test alarms. During the troubleshooting it was discovered that customer had incorrect programming in their pump and time on pump was 3 hours off. Explained the impact of incorrect programming on bg. Programming was corrected.